Manufacturer narrative:
Concomitant medical products: cat. No.: 6704-3-081, trochanteric grip plate 2, g1419328; cat. No.: 623-00-40e, trident 0 deg insert 40mm, mer1m0. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Chronic dislocations, was possible infected. Doctor revised implants for temporary spacer. Competitive products used. Right hip revision.

Manufacturer narrative:
An event regarding dislocation involving an tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Chronic dislocations, was possible infected. Doctor revised implants for temporary spacer. Competitive products used. Right hip revision.